Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the manufacturer. A device history record review did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be assigned. If the device sample becomes available, this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads: "on (B)(6) 2019, the cuff of the tube was found; leakage, which caused tightness, phlegm, aggravation of the patient's condition." Customer reports the patient was re-intubated with a new tube. "After that, the symptoms were relieved and the vital signs were stable".